Manufacturer narrative:
Weight-race:unk. (B)(4)

Event description:
Reportedly in the patient's right (od) eye, "micro monovision was not tolerated by the patient. Exchange needed."

Manufacturer narrative:
B5: the reporter indicated that the surgeon implanted a 13.2mm vicm513.2 with a -5.5 diopter into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a toric lens. Reportedly, "patient did not tolerated microvision." The cause of the event was patient related, and the device did not fail to perform as intended. It was also reported, "all is fine" and "patient is happy." The problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H4: corrected to (B)(6) 2021 in the initial MDR. Claim # (B)(4).